Event description:
It was reported that the absolute pro self expanding stent system (sess) reached the target lesion and steps were performed to deploy the stent. It was not possible to see the stent under fluoroscopy. After removing the sess from the patient, the stent was not present in the sess. During the attempt to enter another absolute, it was realized that the stent was in the copilot valve. The stent was removed from the valve and discarded. The procedure was successfully completed with another absolute device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Evaluation summary: the device was returned for evaluation and the reported premature deployment could not be confirmed as the stent was not returned and sheath was fully retracted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.